Event description:
It was reported that a cartridge alarm 20 occurred repeatedly during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, tandem technical support replaced the pump, and the customer was instructed to use multiple daily injections as a backup therapy until the replacement arrived. The customer was given guidance on the steps to take upon receiving the replacement pump and acknowledged how to return the faulty pump.